Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the room 6 system froze when moving c-arm. Review of the log files showed geometry related issue. Upon troubleshooting fse found that someone was moving the c-arm erroneously and it ran into a small obstacle on the floor stopping its movement. To resolve the issue fse replaced the geo module. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that no geometry movements were possible. The system was in clinical use and the patient was moved to another room to complete the procedure. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the geometry control module which returned the system to use in good working order.